Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection in the scrotum. It was identified by pus in the scrotum. The ipp was explanted and a washout was performed. There were no further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection in the scrotum. It was identified by pus in the scrotum. The ipp was explanted and a washout was performed. There were no further patient complications reported.